Manufacturer narrative:
Reporting institution name (B)(6). Diagnostic/functional testing was performed at the philips authorized bench repair facility. Results of the evaluation could not confirm the alleged malfunction. The speaker also produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. Although the speaker assembly was confirmed to have sound, the speaker assembly was replaced per current process. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction error. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.